Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Method: device will not be returned due to (B)(6). Additional manufacturer narrative: the device history record (DHR) review is in process. The operative reports were provided for both the date of implant ((B)(6) 2010) and the date of explant ((B)(6) 2010). A revised procedure report was provided for the date of explant ((B)(6) 2010) and provided the background information. The device will not be returned due to the presence of infection ((B)(6)). Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the patient was diagnosed with infectious endocarditis of the native valve and that was the root cause for the initial implant. Post-operatively, the patient tested positive for (B)(6) and, ultimately, the root cause for the explant was recurring endocarditis -- the source being from his IV drug use.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted after an implant duration of approximately 7 months due to "recurrent endocarditis and paravalvular leak." The following background information was provided by the surgeon in the 07/02/2010 operative report and operative/procedure report: "this (B)(6) man with a history of prior substance abuse up until (B)(6) 2010, when he presented with severe aortic insufficiency and septic shock, had undergone aortic valve replacement by myself at that time. At that point, he was considered (B)(6) positive. The valve was essentially destroyed and he also had signs suggestive of an anterior infarct and a left mammary artery was placed to the left anterior descending at that point. He did initially quite well after surgery, but subsequently developed a perivalvular leak during the course of his six weeks of IV antibiotics. He was discharged home at the end of that time, but returned soon after with recurrence of heart failure symptoms predominantly. During this interval, however, he had been worked up and they now felt that he was (B)(6) positive but (B)(6) negative. He was in and out of hospital with recurrent heart failure symptoms and worsening symptoms, but then had personal difficulties and he discharged himself against medical advice and did not return for surgery as planned in late (B)(6). He was again readmitted in (B)(6) and in heart failure, and this time was re-cultured and was again positive for his initial organism, as well as (B)(6) positive now. He received courses of antibiotics over the past 6-8 weeks. Unfortunately, he developed reactions to several of the antibiotics. He was finally felt to be ready for surgery. He was, however, anemic." Per the (B)(6) 2010 operative report, "the old aortotomy was reopened and the valve retracted and exposed. It was dehisced probably from most of the area of the left cusp from the right-left commissar to the left non-coronary commissure, and it was in behind this area that there was a pocket, but all of the tissue was markedly edematous. The valve was sharply excised and all the pledgeted material removed. Sutures were brought through the sewing ring of the newly washed valve. The valve was seated into position." Per the surgeon's response, the patient was treated emergently in (B)(6) 2010 for infectious endocarditis, then had more infection, paravalvular leak and was reoperated (B)(6) 2010. Due to complications that occurred during attempts to separate from cardiopulmonary bypass, the patient expired and was pronounced in operating room. The cause of death was given as "low lvef/cardiogenic shock."